Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the device was no longer functioning properly. The patient got a knee replacement and, the physician believes that the insertion of the catheter likely damaged the device. The aus was explanted and replaced. No further patient complications were reported.